Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported difficultly lifting the flap on the right eye during a lasik procedure. Only part of the flap was able to be lifted. The second stage of the corneal ablation was not performed. Upon follow up, the doctor tried to lift the right flap but it did not succeed. The patient's surgery was postponed to allow the cornea to heal. Photo refractive keratectomy (prk) will be scheduled when the corneal heals.

Manufacturer narrative:
The customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).